Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. The right atrial lead exhibited automatic mode switching where intermittent undersening was occurring with oversensing, the patient was not symptomatic. No additional information was avaliable.